Manufacturer narrative:
Describe event; corrected data; initial MDR inadvertently omitted information that was known prior to submission.

Event description:
The explanted device will not be returned for analysis as the hospital's policies do not allow for any explanted devices to be released.

Event description:
It was reported that the patient had a full revision surgery. An implant card was received indicating the reason for full revision was due to high impedance of greater than 10,000 ohms. The lead and generator have both been replaced. The explanted devices have not been received for analysis to date. No additional relevant information has been received to date.